Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an under delivery. Customer¿s blood glucose was 174 mg/dl at the time of incident. The current blood glucose was 296 mg/dl. Customer treated with insulin pump and injections for high blood glucose. Customer was alleging the insulin pump because the customer had high blood glucose level. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The insulin pump will not return for the analysis.